Event description:
The customer reported that the system was down. No pt injury was reported.

Manufacturer narrative:
A ge service representative worked on the tube. The system was tested and found to be working as intended and put back into service.